Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
During reimplantation surgery, the electrode was partially inserted due to ossification. X-ray inspection confirmed partial insertion. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Advanced bionics considers this investigation closed. This event has been deemed not reportable at this time as this is an or return device. The adverse event is being followed in MDR # 3006556115-2022-01603. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.